Event description:
A user facility reported to olympus that a "b30" scope communication error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility provided additional information and reported that the problem was resolved; the user facility attributed the cause to use error. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error, the manual function mode working intermittently, and the spare lamp coming on intermittently could not be identified. However, it¿s likely the cause of the b30 error is related to user misuse. It¿s also likely the cause of the manual function mode working intermittently is related to a faulty main board. And it¿s also likely the cause of the spare lamp coming on intermittently is related to a faulty power supply unit. In addition, the cause is likely related to the use of a lamp made by another company. Olympus will continue to monitor field performance for this device.